Manufacturer narrative:
Additional information was provided by the clinical specialist on 9/1/2016 indicating that the pin was bent it is unknown how the damage occurred. The user did not apply excessive force when trying to connect. Reportedly, the controller had not been dropped. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the controller revealed that the device failed to meet specifications; the device failed visual inspection due to a damaged pin in the serial port connector, making connection difficult. This failure is most likely due to a forced or improper connection to the port causing the pins to bend. The root cause of bent pin is currently being investigated by the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump according to the instructions for use (IFU),the controller data port is used to connect the controller to the monitor in order to download information from the pump to the controller and to send operational signals from the monitor to the controller. In addition, this port is used to connect alarm adapters which are used to silence "no power" alarms on a non-functioning controller. The IFU explains the correct method for connecting and disconnecting the data cable and alarm adapter to the controller to prevent damage to either of these components or to the controller data port. An inability to download data from the controller/pump to the monitor may result in no or inappropriate actions taken in response to alarms. According to the IFU, users are instructed to return any damaged components to heartware. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the mechanical circulatory support (mcs) coordinator that the data port of the controller had a damaged pin and they were unable to attach the device to the monitor. The controller was exchanged. The exchange was well tolerated by the patient. No further information was provided.